Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the device failed to operate on internal battery power. The device's internal battery was replaced to address the issue.